Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
Conclusion code no longer applies.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n292719001, implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
A company representative reported that as per a healthcare provider (hcp) the patient was currently receiving compounded baclofen with concentration 2000 mcg/ml via their implanted intrathecal pump at a dose rate of 836.1 mcg/day. The drug lot number of compounded baclofen was unknown. The indication for use regarding the pump was chronic low back pain. On (B)(6) 2015 the patient developed increased pain, itching, and was feeling hot. The pump was alarming. The patient did not have an MRI. The change in therapy/symptoms was described as having occurred suddenly vs. Gradually. The patient later visited a clinic on (B)(6) 2015 and the pump status was checked with the logs. A motor stall was seen upon initial interrogation. As per the logs a motor stall occurred on (B)(6) 2015 at 01:48 and a motor stall recovery occurred on (B)(6) 2015 at 11:05. On (B)(6) 2015 the pump started alarming again and showed an active motor stall. There was no electromagnetic interference (emi) such as an MRI. Programming the pump to a minimum rate and pump replacement was being considered. On (B)(6) 2015 a company representative further reported that the hcp who implanted the pump was notified. The patient was covered with oral baclofen and the pump was placed in a minimum rate. The patient was referred to a surgeon. No further information was reported. Additional information requested included therapy dates and drug lot number of compounded baclofen, other medications the patient was taking at the time of the event, medical history, actions taken to resolve the event, cause of event, and patient outcome. Additional information was received from a company representative (rep) indicated the pump was replaced on (B)(6) 2015. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.